Event description:
It was reported that the patient had struggled to recharge her ipg since implant. Patient had difficulty at first with placement of ipg in buttock and reaching up behind to line up recharger. Patient only ever able to get one black bar during recharging. Manufacturer's representative unable to get anymore. Prosthetic shorts made to hold recharger head in correct position but still unable to get more than one bar. The patient was recharging daily as fearful would be without charge and her pain would be present. Patient became more anxious about recharging and insisted on a primary cell replacement. The device was explanted and replaced. Physician wanted the ipg analyzed for any possible issues with recharging. The surgical depth was appropriate at implant however, the patient put on weight and was unable to palpate the ipg before replacement however, she had the same recharge indicated from implant. Programming was 9+10-11-13+pw 210 rate 15 cycling every 15 seconds on and off. The patient was much happier now with primary cell.

Manufacturer narrative:
Neuro recharger: model unknown, lot # unknown.

Manufacturer narrative:
Analysis of the implantable neurostimulator model 37712, serial# (B)(4) found no anomaly.